Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, the customer declined to provide patient demographic details.

Event description:
The customer reported that the blood tubing leaked above the filter, and was discovered at the end of the red blood cell transfusion. Blood was sitting at top of filter. No patient harm occurred as a result of the event.

Manufacturer narrative:
The customer¿s report of set blood tubing leaked above the filter was confirmed. Visual inspection of the set noted that pvc tubing was completely separated from the drip chamber blood filter top cap inlet port. Examination under magnification noted the separated pvc tubing had insufficient solvent applied to the drip chamber inlet port engagement. Functional testing was deemed unnecessary due to separation. Dimensional analysis was performed and the pvc tubing was measured to be within specification. The root cause of the leak was identified as tubing separation due to insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that the blood tubing leaked above the filter, and was discovered at the end of the red blood cell transfusion. Blood was sitting at top of filter. No patient harm occurred as a result of the event.